Event description:
Reportedly, because of a defect of the sensor, mhd6 can¿t read the data, and the line connected with 3 way port was cut.

Event description:
Customer called customer service regarding a sensor alarm message on his freestyle navigator continuous monitoring system. The device has been returned and during the course of the investigation a crack/fracture was found near the battery compartment in addition to corrosion on the battery contacts. It has been determined that some freestyle navigator transmitters could potentially exhibit a crack/fracture on the plastic housing near the battery compartment, which could potentially allow moisture to come in contact with the transmitter's internal electronics, potentially causing the transmitter and the receiver to lose connection interrupting the continuous glucose results. Although unlikely, moisture entering the transmitter has the potential to generate inaccurate results only with the continuous glucose readings. The built-in freestyle glucose meter is not impacted by this issue and the user can continue to use the built-in meter. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
Customer report was not confirmed. Rec'd (1) incomplete flotrac kit. Both IV and pressure tubings were cut and not returned with the unit. Both flotrac sensor and dpt zeroed and sensed pressure. Electrical testing showed that both input impedances and output impedances met specifications. No visible defect or intermittent condition was noted at cable connectors (supercomal) during pressure testing.